Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. The customer has decided not to repair the system. Since the device was not returned, physical investigation of the autopulse platform could not be performed and a root cause could not be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse platform (B)(4) displayed a user advisory (ua) 34 (encoder failure) error message. No patient involvement.